Manufacturer narrative:
Analysis confirmed the customer's comment that the programmer would not boot up as the display flex was out of spec. It was also noted that the programmer was scrapped due to corrosion in the main case. The upper display hinges were loose. The printer drawer guide was missing : device replaced from salvage inventory. The programmer was replaced. The replacement programmer passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.